Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at approximately 7:00 am, the cgm generated an alert indicating a glucose value of 201 mg/dl. At that time, the patient reported feeling unwell, and a family member contacted emergency medical services (ems). Approximately 30 minutes later, ems arrived and obtained a fingerstick blood glucose (fsbg) reading of 501 mg/dl. The patient was experiencing nausea, vomiting, shakiness, disorientation, and increased thirst. Approximately 30 minutes after the initial assessment, a repeat fsbg measurement was 481 mg/dl. Due to her condition, the patient was unable to recall any additional cgm readings during this period. The patient was transported to the emergency department (ed) and admitted for inpatient hospitalization. Treatment included intravenous (IV) insulin administration and anti-nausea medication. The patient remained hospitalized for observation and management and was discharged on (B)(6) 2026 at approximately 12:30 pm. At the time of discharge, the patient reported improvement in her condition, although she had not fully returned to baseline. The sensor was removed due to concerns regarding cgm accuracy. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.